Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under their left breast and under the back therapy pads of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed clotrimazole betamethasone for the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.